Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing. Unable to verify damage battery cap due to device was received without the original battery cap. Device was received with cracked select button keypad overlay, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and crack on the keypad area. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.